Event description:
Complainant alleged that while attempting to treat a pt, the device displayed "pacer disabled", "pacer fault 116" and "defib fault 72" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.